Event description:
A medtronic rep reported the treon system's camera abruptly stopped tracking the instruments. This event occurred during a routine system check-up and no pt was present.

Manufacturer narrative:
Passive tracking was reduced to less than six feet after warm up during a functional test. Psu passed the aak test at .29mm, but with high line separation of 2.52mm. Test software adjusted the line separation to .05mm. Psu passed subsequent functional and aak tests and is now fully functional.